Event description:
The device started shredding upon patient contact, resulting in a distribution of metal shavings over the surgical site. The physician prolonged the procedure in order to irrigate the site and attempt to remove the shavings.